Event description:
It was reported that the burr fractured. The patient presented with stenosis. A 1.75mm rotapro was selected for atherectomy. During preparation, the burr was fractured; and the procedure was successfully completed with another device. No patient complications were reported, and the patient fully recovered.